Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have classified a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt). It was also reported that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing. It was also noted that a lead integrity alert (lia) had triggered on the rv lead due to high rate non-sustained episodes and short ventricular intervals. The patient was noted to have gone into cardiac arrest. The crt-d, rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.